Event description:
It was reported that a vns patient experienced a change in seizure pattern as the patient was experiencing a series of grand mal seizures which are unusual for the patient. A battery life calculation was performed which indicated the end of service condition had not been met. A review of the patient's programming history from the programming history database indicated the last known good diagnostics were from (B) (6) 2009 and were within normal limits. At the moment it is unknown what is causing the patient's change in seizure pattern as good faith attempts to obtain additional information from the treating neurologist have been unsuccessful to date.